Event description:
It was reported to iridex that while using the micropulse p3 probe (mp3), the patient experienced conjunctival burn. The reported settings used for treatment were consistent with the mp3 IFU (2500 mw for 3.4 seconds with an interval of 20 seconds). No permanent impairment was reported to iridex, and no medical intervention associated with the burn was reported to iridex. The probe, which is disposable, was not returned to iridex for further investigation. Conjunctival burns are a known potential harm associated with the use of laser delivery in ophthalmic indications. Typically, conjunctival burns resolve within 24 to 48 hours. Therefore, unless either medical intervention or permanent impairment are reported, scleral burns are not deemed a serious adverse event, because conjunctival burns typically: do not result in life-threatening illness or injury, do not result in permanent impairment of a body structure or a body function, do not require hospitalization or prolongation of patient hospitalization, do not require medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The laser console used with the probe was the cyclo g6 laser console. The laser console was returned to iridex for further investigation. As per the investigation, no problem was found with the console and it was returned to the customer.

Manufacturer narrative:
Feedback from customer: "the conjunctival burn that occurred was minor; the area healed spontaneously, without intervention, within several days. There was no residual damage that remained. The patient's vision has been limited due to longstanding exudative macular degeneration and severe glaucoma. The ae that occurred is unlikely to have affected the patient's vision and has resolved completely."